Event description:
While a registered nurse (rn) was placing a bard powerpicc line into the right upper extremity (rue) basilic for home IV antibiotics, the internal rhythm did not appear at any point during insertion. An x-ray was obtained for verification of correct placement.